Manufacturer narrative:
On 09/23/2019, the mentor failure analysis lab received the device for evaluation. On 10/03/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that a patient developed capsular contracture in her right breast. During evaluation of the sample, it was observed to be cloudy. No other anomalies were discovered. An investigation of the returned device was performed and a root cause for the device appearance cannot be conclusively determined. Mentor could not uncover a cosmetic finding that we could connect to the reported medical symptoms and also is not possible to relate to manufacturing process since manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed capsular contracture (baker grade IV) in her right breast. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2019.